Event description:
It was reported that a merlin.net transmission revealed noise on the ventricular lead. The noise was reproducible in clinic. Rib clavicular crush damage or insulation abrasion were suspected. The lead was explanted and replaced on (B)(6) 2015. The patient was in great condition post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 7.8cm to 7.9cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise.